Event description:
A nurse reported that during hemodialysis (hd) treatment the transducers do not attach correctly, and air is entering the tubing lines. Additional information was requested, but no details were provided. A sample product has not been returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.